Event description:
Per importer's MDR: the dealer reported that the back crossbrace broke. This issue would make the chair unstable and potentially cause the chair to collapse with the user in it. Malfunction alleged.